Event description:
It was reported that the lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint was verified. The sensing cables had detached from the ring electrode. It could have caused the reported noise problem. Electrical analysis revealed high lead impedance due to detached sensing cables.